Event description:
The pump was returned for service where a failure code 813:01 occurred during testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.